Event description:
The daughter of a female pt contacted lifecor customer support to report that one of the battery packs does not seem to be charging fully. A look at the flag reports showed that the "average current consumption" flag was above the optimal level of 40. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor had a defective response button. The front response button would stick intermittently. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is the metal dome staying in the collapsed convex shape rather than returning to its normal concave shape. The cause of the collapsed dome was determined to be delamination of the spacer layer within the switch. The root cause of the high average current consumption flag is due to the monitor constantly responding to the sticking response button. No adverse event resulted from the faulty response button. The pt received a replacement monitor.